Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ceramic tip of the rigid endoscope sheath had broken. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device was repaired by a third party. If the device is repaired by a third party, biocompatible characteristics are not guaranteed, such as adhesives and materials used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be repair of the equipment by an unauthorized person, leading to compromised biocompatible characteristics (e.g., improper adhesives or materials used) and mechanical characteristics. Specifically, the insulation break and the melting of improper insulation material instead of ceramic are indicative of these issues. Olympus will continue to monitor field performance for this device.